Event description:
A malfunction was reported on the customer's pump, which had experienced at least three occurrences of the same issue related to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, technical support planned to send the customer a replacement pump with updated software. The customer will use their current pump for insulin therapy until replacement pump arrives.